Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the blue pull wire was intact and the introducer sheath was placed over the wire. The dilating tip wire loop was broken and frayed with approximately 6mm of the wire loop remaining attached. The dilating tip presented deep gouges. A small remnant of the wire loop was found to be attached to the interface with the pull wire. The remainder of the broken wire loop was not returned. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop detached. Most likely excessive tension was exerted on the interface between the pull wire and feeding tube wire loop causing the wire loop to break and then detach. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17461473 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the peg tube was pulled through the incision made on the abdomen, the loop at the end of the peg tube broke. No part of the device detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the peg tube was pulled through the incision made on the abdomen, the loop at the end of the peg tube broke. No part of the device detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.